Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited unstable threshold, and noise. The ra lead had been previously capped, and will remain in the patient capped, implanted-out of service. A different ra lead was implanted. No patient complications have been reported as a result of this event.